Event description:
The customer alleged they received a questionable phosphate (inorganic) ver.2 (phos) result for one patient on their c501 analyzer. The patient's initial phos result was 9.9 mg/dl. The repeat phos result was 5.4 mg/dl. Information on whether the discrepant result was reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The phos reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional details were requested but not provided. Based on the reaction kinetics, it appears more sample was pipetted during the first run. This may be caused by issues with pre-analytical handling but this could not be confirmed.